Manufacturer narrative:
It was later clarified by the customer that there did not appear to be any external damage to the device which would indicate that it had been dropped, etcetera. The customer stated that he observed the broken on/off switch while attempting to install a new charge pak (cp) assembly. When he went to install the new cp assembly, it would only go halfway into the cp bay. He then removed the cp and observed an "l" shaped piece of plastic that appeared to have come off of the switch assembly and came to rest in the cp bay. When he then attempted to power the device on, it would not respond. Physio-control advised the customer that their device is no longer under warranty and is not field serviceable. Physio recommended that the device be permanently removed from service and that a replacement device be obtained. The device has not been returned to physio-control for evaluation. The cause of the reported issue could not be determined.

Manufacturer narrative:
(B)(4): physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer reported that the on/off switch on their device is broken and does not have the ability to power the device on. It is unknown if there was any physical damage that led to the reported issue. There was no patient use associated with the reported issue.